Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, was advised to continue using pump and to call back if malfunction code recurred, and acknowledged and understood these directions.